Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine, clonidine, and an unknown drug (unknown concentrations and doses) in an implantable pump for an unknown indication for use. It was reported increasing volume discrepancies occurred during the last refills. The patient experienced a return of symptoms. A catheter dye study was performed and no issues were seen. During the most recent refill, the expected reservoir volume (erv) was 9.0ml and the actual reservoir volume (arv) was approximately 13.0ml. The pump logs were reported as clean. No further information was provided.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the volume discrepancy occurred on (B)(6) 2017. The patient experienced spasticity since the beginning of (B)(6) (2017). The rotor study was reportedly not performed. The results of the catheter study (CT-scan) were normal. The reason for volume discrepancy was "probably" due to pump failure. The planned action was surgery; the catheter backflow wouldbe checked. If that was normal, the pump would be replaced. No further information was provided.